Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after they put a new battery the insulin pump stops working and currently showing a blank screen. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer was called back with blank display after receiving new battery cap. Customer stated that the display was blank less than 30 seconds and then returned. Customer stated that the display was blank currently. Customer stated that they removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated that the insulin pump had not been dropped or bumped recently. Customer stated that the insulin pump had not been exposed to moisture recently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.